Manufacturer narrative:
(B)(4). This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the radiofrequency (rf) head of the programmer could not interrogate the patient's device. A few days later, the rf head and programmer were able to interrogate other devices. However, this patient's device was unable to be interrogated. A new rf head was used. The rf head will be returned. No patient complications have been reported as a result of this event.